Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced multiple unexpected pump errors during normal use. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Findings: unit received with currents in spec. No unexpected low battery, blank display, failed battery, unexpected battery power loss or weak battery anomaly noted. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.